Event description:
It was reported by the customer that a pyxis medbank system screen was damaged. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the touchscreen had malfunctioned. A technical support specialist stated that there was no response from the customer. The system functioned as intended after the technical support specialist troubleshooted the device.